Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found that the balloon, the catheter and the protector sleeve of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. Based on the most relevant information of the complaint event description, device analysis, and the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. During the product analysis, the reported event of a balloon pinhole was not confirmed. Therefore, the most probable root cause for this complaint therefore cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that both balloons had a pinhole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that both balloons had a pinhole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.